Event description:
Dealer¿s customer alleges that the brake levers are slipping in and out of drive mode and then into push mode.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.